Event description:
A patient reported having a pain level of 6 while using the night aligners. It was reported to be ill-fit and discomfort on the back right side. It was noted slight air gaps were present, and the patient was advised to wear aligners for 14 days and to scallop.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.